Event description:
The customer reported no mains led illuminated. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Contact office: contact information: (B)(4).